Event description:
It was reported that when using the bd pyxis¿ anesthesia station es all users were unable to login. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to login. A technical support specialist troubleshooted the device and informed customer of reassignment. Station blanes19 was restored and is communicating. Customer acknowledged; case closed. The system functioned as intended after the technical support specialist diagnosed the device.